Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, multiple attempts failed to implant the ra lead due to patient's anatomy. Physician implanted the lead in ra appendage. Low impedance was observed on newly implanted ra lead. The lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.